Manufacturer narrative:
The sample device is indicated as unavailable for evaluation. Without the sample device or any visual images to review, the complaint cannot be confirmed. If additional information is received for investigation, a follow-up report will be provided.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2017 by dr. (B)(6) at (B)(6). The complaint alleges there was tilt, migration, and perforation, post-implant surgery. Argon¿s attorneys are attempting to gather additional information.